Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) clinic did not turn on the data collection on the implanted device. The icm remains in use. No patient complications have been reported as a result of this event.